Event description:
Customer received discrepant ise results for five pt samples during a one day time span. The initial results were reported and repeated after the customer performed ise maintenance. Three pt examples involving discrepant sodium results were provided. Initial result 129, repeat 140 mmol per l. Customer states pts were not adversely affected.

Event description:
Customer received discrepant ise results for five pt samples during a one day time span. The initial results were reported and repeated after the customer performed ise maintenance. Three pt examples involving discrepant sodium results were provided. Initial result 127, repeat 134 mmol per l. Customer states pts were not adversely affected.

Event description:
Customer received discrepant ise results for five pt samples during a one day time span. The initial results were reported and repeated after the customer performed ise maintenance. Three pt examples involving discrepant sodium results were provided. Initial result 126, repeat 133 mmol per l. Customer states pts were not adversely affected.

Manufacturer narrative:
The field service rep found analyzer was operational upon his arrival. He determined a clot had been introduced into the ise system, causing segment errors in the fluidic system. He noted the customer had performed corrective maintenance including backflushing the tubing and replacing the mixtower. The field service rep performed ise performance checks, precision run and quality control.

Manufacturer narrative:
The field service rep found analyzer was operational upon his arrival. He determined a clot had been introduced into the ise system causing segment errors in the fluidic system. He noted the customer had performed corrective maintenance including backflushing the tubing and replacing the mixtower. The field service rep performed ise performance checks, precision run and quality control.